Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump showed a critical error on (B)(6) 2011. On interrogation, the next day, it showed a motor stall had occurred and on reprogramming, it started to work. On the same day, the pt once again noticed a critical error. On (B)(6) 2011, on interrogation, the pump showed the motor had stalled again. The pt showed no underdose symptoms during that time. The pump infused lioresal (baclofen) 2000 ug/ml. The pump was set on minimum infusion rate and the baclofen was substituted with oral drugs. It was unclear if the pt had any symptoms. It was unk whether the pump would be explanted or revised. Additional information has been requested, but was not available as of the date of this report.